Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the ¿on¿ button on the external pulse generator (epg) was hard to turn on. The caller would like to order the keypad, however it was no longer sold and would need to be returned for repair. There was no patient involvement.